Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasion at 23.3 to 23.6cm from the connector pin due to friction to the ICD can. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis.